Event description:
Additional information indicates that the infection has now resolved.

Event description:
Related manufacturer report number: 1627487-2023-04392. It was reported that the patient's wound was poorly healing. As a result, the patient was given antibiotics and presented to the wound clinic for debridement of the lead insertion site.

Manufacturer narrative:
A patient's wound was poorly healing was reported to abbott. The patient was given antibiotics and presented to the wound clinic for debridement of the lead insertion site. The infection was resolved. Based on the documents reviewed, the source of the infection remains unknown.